Event description:
It was reported that a patient knew that her pump was ¿low or empty.¿ when the pump was interrogated and empty reservoir alarm was observed. The device system was used to deliver an unknown drug. No further information was available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).